Event description:
A united states distributor contacted zoll to report that a pt passed away on (B)(6) 2014 at the hospital. At 23:39:51 on (B)(6) 2014, the lifevest detected atrial flutter at 40 bpm transitioning to asystole. The pt's rhythm converted to asystole at 23:41:30. The pt received a treatment defibrillation at 23:42:39 in response to asystole. The post shock rhythm was asystole. The pt received a second treatment defibrillation at 23:43:01 in response to asystole. The post shock rhythm was asystole. Oversensing of small cardiac signal contributed to the false detection. The responds buttons were pressed after the second treatment occurence. The electrode belt was disconnected at 23:43:52. There is no indication that the defibrillations contributed to the pt death.

Manufacturer narrative:
Device evaluation of monitor sn 07032374 is complete. As received, the monitor was fully functional and able to detect and treat. Device evaluation of electrode belt sn (B)(4) is complete. As received, all gels were deployed and the electrode belt was fully functional. There is no evidence to suggest that the lifevest caused or contributed to the death. Monitor (B)(4): (B)(6) 2012 - reuse, electrode belt (B)(4): (B)(6) 2010 - reuse.